Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: ap and lateral views of lumbar fusion with pedicle screws from l3 to s1. Interbody device is noted at l4/5. Set screw is noted free, dorsal to the rods behind l3.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw had backed out completely less than one year post-op. No additional information is available at this time.